Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap and cannot rotate within the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 80,895 joules of use and 12:14 minutes, the "fiber tip broke". The procedure was completed using a second fiber. There were "no injuries to the patient" reported.